Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to emergency room and was intubated. After three days it was noticed that the ventilator was not delivering the correct volume. Air was added to the cuff but continued to leak. Patient was reintubated with a new device.